Manufacturer narrative:
A manufacturer representative went to the site test the imaging system confirmed the error message. The batteries and the charge board were replaced and the issue resolved. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system shows an error 25, and prompts that the battery is low. No patient was present at the time of the event.